Event description:
Chemotherapy leak happened overnight. Patient was scheduled to receive three bags of chemotherapy, cisplatin, etoposide and isofamide/mesna along with continuous IV fluid at 75ml/hr. Pharmacy brought up all three chemotherapy bags in one big bag. Cisplatin was hung first without any complications. Etoposide was hung second. This registered nurse checked etoposide 500ml bag with a second registered nurse, the label on the bag and paper tape on the tubing were dry. Etoposide was supposed to infuse over 1 hour. After 53mins of infusing, patient called to the desk and asked rn to check his chemotherapy. This rn and second rn went into the room, patient stated his bedsheet felt wet just now. Rn turned on the lights and noted his bed sheet was dampened and the tubing on the etoposide bag was wet especially on the filter part. Patient and his clothes were dry. The etoposide bag and tubing were brought down to pharmacy for inspection.